Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt is implanted with a scs system which includes two leads from the same lot. The pt reports she is experiencing pain while stimulation is turned on and she experiences more pain when sitting down. Reprogramming was able to resolved the issue. Follow up info identified the pt states the stimulation is causing discomfort in her legs and she requests the system to be removed. In addition, she is considering an MRI. Surgical intervention is pending to address this issue.